Manufacturer narrative:
This report is filed on may 03, 2018.

Event description:
Per the patient's surgeon, the patient experienced poor performance with device use; subsequently the device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.